Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, the force calibration was tested and was found to be within specification. The loss of prime was unable to be duplicated. The black box contained dates from 5-11-18 to 5/19-18 with no loss of prime recorded. One loss of prime was recorded due to the user not priming the pump after completing a rewind. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.